Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the verbiage in section h11. Due to internal review it was found a correction was needed to section h11. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for product assessment. The sample was subject to visual analysis. No damage or deformities were observed on the band or balloon assembly. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. One tr band was returned for investigation. No damage or deformities were noted on the band or balloon assembly. The sample was subject to leak testing and no leaks were observed from the balloon assembly or inflation balloon. The sample was subject to additional leak testing and passed leak testing. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. Review of DHR cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. No damage or deformities were observed on the band or balloon assembly. There is 1 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing. 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15 ml of air remained in the band. The sample passed additional leak testing. One tr band was returned for investigation. No damage or deformities were noted on the band or balloon assembly. The sample was subject to leak testing and no leaks were observed from the balloon assembly or inflation balloon. The sample was subject to additional leak testing and passed leak testing. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. Review of device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: n/a due to hospital policy. A2: age or date of birth: nn/a due to hospital policy. A3: sex: n/a due to hospital policy. A4: weight: n/a due to hospital policy. A5: ethnicity: n/a due to hospital policy. A6: race: n/a due to hospital policy. D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided . D4: UDI: (B)(4). D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided . E1: phone number: requested, not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the recovery staff stated that when they received the patient for observation, the patient was wearing a tr band. The cath lab staff informed them that the band contained 15ml of air. As the recovery staff began to remove the air from the band, it started to ooze, so they re-inflated it and waited another 30 minutes. After this period, they were able to remove all the air, but only 9ml in total was removed. It was suspected that the band had leaked. Additional information was received on 13 jun 2025: the device used was a tr band 2. When applied, 20ml of air was injected into the tr band, which did not deflate. There was no noticeable damage to the device. It is unknown if the device was manipulated or subjected to excessive pressure before or during use, or during storage. The syringe was not twisted when inserted into the airport. The product was stored in its box in a cabinet prior to use. The patient is stable. Hemostasis was achieved using the tr band. A terumo 6fr glide sheath slender was used at the access site. The tr band name plate image shows the hands.